Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00052077. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed parallel lines of shell wear were on the anterior aspect, suggesting in-vivo folding or creasing of the device.. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: left side breast implant rupture and bilateral capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00052077. It was reported that a (B)(6) female patient underwent revision breast augmentation with a 350cc mentor memorygel breast implant on the left and with 325cc mentor memorygel breast implant on the right and was presented with left side breast implant rupture and bilateral capsular contracture; baker grade unknown. As a result, the devices were explanted on (B)(6) 2017. This report is for the patient¿s right-sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).